Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a right ventral hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent a recurrent hernia repair on (B)(6) 2016 and the mesh was removed. The mesh was found to be adhered to the large bowel. On (B)(6) 2016 he had another surgery for a recurrent hernia and draining sinus and removal of¿ infected mesh. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/6/2020.

Manufacturer narrative:
Date sent to FDA: 2/21/2020.